Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the event was unknown. The patient was treated with vancomycin (dose, frequency and route not reported) and recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j15038, h12l13070 and h13b07048 with no deviations from standard procedure and no exceptions related to the reported condition noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).